Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.